Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous left anterior descending artery. The 5.0x8mm nc trek balloon dilatation catheter (bdc)) was noted to be stuck in the in the unspecified catheter after deflation of the device. Resistance was noted during removal of the bdc with the unspecified guide catheter and guide wire. The bdc was removed as a one unit along with the unspecified catheter and guide wire. A new 5.0x12mm nc trek bdc was used; however, same issue occurred and devices were removed as one unit. A new 4.0x18mm nc trek was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional nc trek device referenced is filed under separate medwatch report number.